Event description:
A report received from the USA stated an 840 ventilator experienced an error code which rendered the device inoperable. Additional patient information was not available to the manufacturer.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) and upgraded the software to revision ak. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).